Event description:
It was reported that during an unknown procedure, after removing a 5mm instrument from the trocar the surgeon recognized an air leak. This problem doesn't occur by removing a 10 or 12mm instrument. Another device was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that the sterile device (a) was returned inside its original package. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak without  the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The batch history records were reviewed with no anomalies noted during the manufacturing process. The analysis results found that the sterile device (b, c, d) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. The batch history records were reviewed with no anomalies noted during the manufacturing process. Batch # h90p61. Expiration date: 02/2016. Manufacturing date: 03/2011. The analysis results found that the sterile device (e) was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review. Device e additional information: batch # h90p61. Expiration date: 02/2016. Manufacturing date: 03/2011.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were you able to identify where the leak was coming from? Yes. Was a device inserted in the trocar during the leaking? No. If so, what device? Leaking occurred when 5mm device was removed. Leakage did not occur when using the 10 or 12mm.